Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass roux-en-y procedure. While the stapler was placed on tissue/closed on tissue, it would not fire. A new reload was used successfully. The endostitch device was difficult to unload. A clamp needed to be used to removed the needle. Afterward, the tech couldn't get the handle to hold the new needle. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass roux-en-y procedure. While the stapler was placed on tissue/closed on tissue, it would not fire. A new reload was used successfully. The endostitch device was difficult to unload. A clamp needed to be used to removed the needle. Afterward, the tech couldn't get the handle to hold the new needle. A new device was opened to complete the case. No patient injury.